Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu lost power when unplugged, however it was assumed by the customer the battery had 1.5 hours left on the device prior to being unplugged. There was patient involvement, but outcome is unknown. Bd received additional information through due diligence. It was reported that there was no patient harm as the patient had already been connected to noradrenalin at the time of the event and the mean arterial pressure was maintained above 65mmhg. Per report, the pcu did not alarm low battery prior to shutting down. When the user disconnected the device from power "from the ambulance", it displayed a message that it had more than 1.5 hours remaining, so the user was "not actively looking for low battery alarms."

Event description:
It was reported that the pcu lost power when unplugged, however it was assumed by the customer the battery had 1.5 hours left on the device prior to being unplugged. There was patient involvement, but outcome is unknown. Bd received additional information through due diligence. It was reported that there was no patient harm as the patient had already been connected to noradrenalin at the time of the event and the mean arterial pressure was maintained above 65mmhg. Per report, the pcu did not alarm low battery prior to shutting down. When the user disconnected the device from power "from the ambulance", it displayed a message that it had more than 1.5 hours remaining, so the user was "not actively looking for low battery alarms."

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex e,f,a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of 'pump lost power when unplugged' could not be confirmed through laboratory testing or log review. The pcu 8015 s/n 15891234, an external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. All inspected parts were manufactured by bd. Passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.3). Functional testing was performed on the pcu, and no problems or anomalies were found related to the reported event. Optimal condition test was performed on the pcu, and no problems or anomalies were found related to the reported event. A review of the logs was conducted, and on the date of the reported event mentioned by the facility (29jul2025), no errors, malfunctions, or anomalies were found that could have contributed to the reported event. It was also observed that no infusion was carried on that day. Bd alaris system user manual (v12.1) states: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. Use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris¿ and alaris¿ devices leading to risk of device failure, patient injury, or even death. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported event 'pump lost power when unplugged' could not be determined through laboratory testing or log review. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.